Event description:
It is reported that the device was implanted in 2007 and while the patient was jogging the ceramic head broke in 2009. Revision date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The product experience report states that the event occurred while the patient was jogging. The femoral stem and acetabular liner used with the femoral head are unknown. The package insert for this device contains information about various factors that can impact the longevity of the prosthetic device, including; muscle laxity, activity level, patient weight, adherence to rehabilitation, etc. Based on the provided information a definitive root cause can not be ascertained at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.